Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1982 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC placement procedure the rn went to peel the introducer and one the of the tabs broke off. It was stated the doctor used hemostats and possibly scissors to remove the introducer.